Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: crease fold, wear abrasion and partial delamination of the valve. Leak test and microscopic analysis was performed which identified: crack valve and partial delamination of the valve. Based on the device analysis the final assessment is: a cracked valve seat diaphragm valve; partial delamination of the valve (adhesive failure).

Event description:
Patient reported right side deflation and feels "squishy." Device was explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through asr on 19/oct/2015. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation and feels "squishy." Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported right side deflation and feels "squishy." Device was explanted.